Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high pacing impedance and noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. Patient condition was stable pre, during and post procedure.